Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a shoulder arthroplasty revision procedure that the ar-9202-14 slap hammer broke while trying to extract an implant. Another ar-9202-14 was opened and used to complete the procedure. The date of the primary total shoulder arthroplasty surgery is unknown. The rep stated the reason for the revision surgery was for a rotator cuff arthroplasty. The part and lot numbers of explanted product is unknown. All explanted material was discarded.